Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis cannot be determined. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, but it was observed that in the right atrium (ra), the guide wire had a clot attached to it. The sgc was removed and aspiration was performed. The sgc was reinserted and one clip was placed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.